Event description:
The rep reported the device was used during a gastric bypass. It was reported the tx60g was fired to staple gastrotomy first without any problem. The stapler was reloaded and fired across the stomach to form the pouch once, reloaded on site and fired again parallel to other line (cartridge #3) and then removed. Upon inspection of the staple lines, surgeon noticed that each staple line was not complete on both proximal and distal ends. Portions of the stomach particularly on the distal segment of the staple line it appeared to be not stapled at all. Upon inspection of the stapler and cartridge by the rep in the case no staples could be found and no one is sure where they went. Pt has to be over sown to complete the case. There was no consequence to the pt.